Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and the insulin pump was not turning on. The customer also reported a keypad anomaly. Blood glucose value at the time of event was 600 mg/dl. The customer was hospitalized for hyperglycemia and was treated with an IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-1884, mmt-213a. Troubleshooting was declined by the customer for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the pump error 43 and the customer was unable to clear the alarm. Troubleshooting was not performed for the keypad anomaly. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-213a.

Manufacturer narrative:
Customer returned pump for an alleged keypad anomaly, pump error 43 alarm, unexpected battery power loss and was hospitalized for high bgs found on (B)(6) 2025 (per ss event date). However, as per sap note: customer returned pump for an alleged keypad anomaly, pump error 43 alarm, unexpected battery power loss and was hospitalized for high bgs found on (B)(6) 2025. The pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 37 alarm during the rewind test. The pump was monitored, no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 09:14:00.000 insert battery alarm was found on: (B)(6) 2025 13:52:01.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert or unexpected battery power loss noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 09:14:00 after more than 7 days at 17.42 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 21:23:00 after more than 7 days at 16.59 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 06:58:00 after more than 7 days at 17.34 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. On the ss event date of 19-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the sap note event date of 20-nov-2025, there is no unexpected suspends recorded in the formatted history file. However, pump error 43 alarm, pump error 130 alarm and pump error 38 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 19-nov-2025 and sap note event date of 20-nov-2025 listed on smartsolve due to insufficient data in the trace/history files in further review of the formatted history file 1 week prior to the ss event date of 19-nov-2025 and sap note event date of 20-nov-2025, these pump error(s)/alarm(s) were noted: pump error 43 alarm was found on: (B)(6) 2025 10:24:36.000, (B)(6) 2025 10:24:36.000 (B)(6) 2025 14:39:51.000, (B)(6) 2025 14:40:42.000 (B)(6) 2025 15:53:09.000 to (B)(6) 2025 15:58:40.000 (B)(6) 2025 16:01:21.000 to (B)(6) 2025 16:54:31.000 pump error 130 alarm was found on: (B)(6) 2025 14:38:08.000 to (B)(6) 2025 14:41:43.000 (B)(6) 2025 15:58:00.000 to (B)(6) 2025 15:58:16.000 (B)(6) 2025 16:01:25.000 to (B)(6) 2025 16:09:02.000 pump error 38 alarm was found on: (B)(6) 2025 15:55:06.000 pump error 37 alarm during the rewind test was found on: (B)(6) 2025 06:19:41.000 (B)(6) 2025 06:11:00:000 (B)(6) 2025 06:12:00:000 (B)(6) 2025 06:16:00:000 the pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Force sensor zero offset within specification (24.45 mv). A test motor was used and continued on rewind test. The pump passed the rewind test. No constant pump error 37 alarm during the rewind test noted. Pump error 43 alarm, pump error 130 alarm, pump error 38 alarm (found in the formatted history file) and a constant pump error 37 alarm during the rewind test were confirmed due to a corroded motor home switch. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. Customer alleged for keypad anomaly and unexpected battery power loss were not confirmed. Unable to complete the functional testing (perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat) due to a constant pump error 37 alarm during the rewind test. Pump error 43 alarm, pump error 130 alarm, pump error 38 alarm (found in the formatted history file) and a constant pump error 37 alarm during the rewind test were confirmed due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.